Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented for a post op appointment. During evaluation with a perio probe, suppuration was noted around implant at tooth site #21. The patient was given antibiotics and came back two (2) weeks later for re-evaluation. The implant was removed due to infection. Symptoms as a result of the event: abscess and inflammation.